Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse replaced the disconnected tubing at vacuum chamber (vc13) that caused a fluid leak. The leak damaged the manifold (mf11), circuit cards (rs opto and pvt) and associated cables. The damaged parts were replaced and the instrument was verified. The instrument was returned to normal operation. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 60 to 80 mls of reagent mixture and blood leaked from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.